Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Based on visual inspection, the applicator was fully deployed and has no visible physical abnormalities or damage. The reported event of a needle retraction issue could not be confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.